Event description:
It was reported that when the 2.0x20mm mini trek balloon dilatation catheter (bdc) was connected to the indeflator, a leak in the balloon was detected as the pressure decreased immediately after attempting to inflate. Several attempts were made, but unsuccessful. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. However, possible factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices or lesion calcification. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. A conclusive cause for the reported balloon rupture could not be determined since the compliant could not be confirmed during return analysis. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.